Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment. The inlet pressure regulator was replaced.

Event description:
The hospital reported that difficulty in mechanical ventilation mode was noted. The unit was switched to manual mode and back to mechanical mode, resolving the reported complaint.